Event description:
User facility reported: during an angiography and percutaneous coronary intervention (pci), air was injected into the pt upon the first injection of contrast media. The amount of air injected is unknown and the air is not visible on the cine-angiogram. The first injection of contrast showed no flow in the left anterior descending and left circumflex arteries with cardiac arrest. The pt experienced st segment elevation for a duration of 10 minutes, ventricular tachycardia, and hypotension. CPR, defibrillation, and adrenaline were administered. The pt's condition improved and the pci was performed on the left main and right coronary arteries. The pt remained hospitalized and has recovered.

Manufacturer narrative:
The acist contrast injection system, model cvi, was sent to acist on 07/18/2013. The injection system was functionally tested on 07/23/2013 and there was no evidence of device malfunction. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of these items. Based on the testing of the injector, there is no evidence of device malfunction. A follow-up report will be submitted upon completion of review of the cine-angiogram by acist's medical advisory board.